Event description:
The distributor, (B)(4), reported an incident to its parent company, (B)(4), which subsequently informed the manufacturer, coopervision. It is reported that the patient experienced severe corneal inflammation (keratitis) following contact lens use, which the user states significantly impaired their ability to work for several weeks. Ongoing follow-up with the customer aims to gather additional details and request the return of the device sample for manufacturer analysis, if available. This event is being reported out of an abundance of caution due lack of medical information related to the event, the reported severity of the corneal inflammation and the potential for serious or permanent injury, or the need for medical intervention or medication to prevent such outcomes, in some keratitis events. The manufacturer will provide a follow-up report as more information becomes available. As the patient was using a different device in each eye and it is unknown if the event occurred in the right (od), left (os), or both eyes (ou), please refer to linked manufacturer report (B)(6) 9614392-2025-00021 for associated incident report.

Manufacturer narrative:
This initial report is being submitted due to the reportedly serious nature of the event, investigation is ongoing. The manufacturer will provide a follow-up report with additionally available information within 30 days from the date of this report.

Event description:
This event was initially reported 11 july 2025 in an abundance of caution due to the reported diagnosis of severe corneal inflammation (keratitis) without additional information. Good faith efforts have been made to obtain additional information without success. The distributor who initially reported the vent has confirmed that the customer has not responded to requests and no further information has been received. Due to customer non-responsiveness they are considering this event concluded. Details of the event, including the nature and severity of the inflammation / keratitis, any intervention, treatment, or medications received by the wearer, and outcome remain unknown. This event remains reportable in an abundance of caution due to the potential for permanent or serious injury, or the necessity for medical intervention or medication to prevent such outcome, in some keratitis events. Should further information become available, the manufacturer will complete the applicable investigations and a follow-up report will be submitted as appropriate. As the patient was using a different device in each eye and it is unknown if the event occurred in the right (od), left (os), or both eyes (ou), please refer to linked manufacturer report (B)(4) 9614392-2025-00021 for associated incident report.

Manufacturer narrative:
Based on available details, including manufacturer investigation, no root cause has been established, the relationship between the coopervision device and the event could not be confirmed. As the patient was using a different device in each eye and it is unknown if the event occurred in the right (od), left (os), or both eyes (ou), please refer to the associated report with authority reference number 9614392-2025-00021 and manufacturer reference number (B)(4).